Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and the right plunger case was cracked. A review of the event history log identified check clutch travel reverse error in history. During functional testing at the start up the reported issue was verified. When checking alarm history noticed the clutch was released during an infusion causing the travel reverse alarm. The root cause of the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Performed preventative maintenance on pump. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited failed occlusion tests, the clutch slipped and gave a travel code. No patient injury was reported.